Event description:
It was reported that balloon rupture occurred. The patient was presented with lower extremity arterial disease and underwent endovascular therapy. The 99% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 6mm from the tip and is approximately 6mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient was presented with lower extremity arterial disease and underwent endovascular therapy. The 99% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 20mm x 143cm coyote nc balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good after the procedure.